Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - d1, h6 (results code and conclusion code) the complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the tibial tray shows some radiolucence, there are smaller cysts visible. The component seems loosened. There is no clear sign of migration, but overall the component is positioned too far posterior. A comparison with the postoperative x-ray or imaging would give information whether this is due to migration or due to a posterior positioning of the implant. If this position was already present with the implantation, this may have contributed to the loosening of the implant. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.